Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced pump stops with a red heart alarm while in the bathroom. The alarms stopped as the pt returned to bed. It was noted that event only occurred when connected to the power module. The pt stated she felt a headache come on when the pump slowed or stopped. A review of the x-ray images was inconclusive. The customer reports that pt experienced no alarms while on batteries. A review of log file revealed two instances of red heart alarms where the pump was unable to maintain the set speed with the motor stopping, an increase in power, and a yellow wrench/replace controller alarm while connected to the power module. A percutaneous lead repair was completed.

Manufacturer narrative:
The approximate age of the device is 14 months. A portion of the percutaneous lead was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.